Event description:
A report was received that the patient was unable to charge. The physician suspected that the ipg was malfunctioning and replaced the ipg. The patient is reportedly doing well.

Manufacturer narrative:
Device analysis indicated that the ipg passed all mechanical, electrical, performance, and photographic imaging tests performed. The device exhibited normal device characteristics.

Event description:
A report was received that the patient was unable to charge. The physician suspected that the ipg was malfunctioning and replaced the ipg. The patient is reportedly doing well.